Event description:
It was reported that an alert/notification settings issue occurred. On (b)(6) 2026, around 1am, the patient¿s spouse woke up due to hearing a noise. When he got up, he found the patient lying face down on the floor in front of the bathroom. The patient was unresponsive and bleeding. From the fall, the patient sustained a large laceration above her eyebrow, a cut across the bridge of her nose, and significant bruising along the left jawline. It was reported the patient¿s Dexcom mobile app did not alert her to her low value of 60 mg/dl. After approximately 20 minutes, the patient¿s spouse performed a BG meter reading which was 65 mg/dl while the CGM was still reading 60 mg/dl. When asked, the reporter stated no medication or treatment was provided to the patient during this event. The patient has a follow-up appointment with her doctor at an unspecified time. The patient was ¿fine¿ at the time of report. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.